Event description:
Caller states the patient tested 5.5 inr on coaguchek system 1 and 4.2 inr on coaguchek system 2 during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.